Manufacturer narrative:
Additional initial reporter name - (B)(4) (distributor). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a leak in the iab catheter and that the surgeon observed blood in the central lumen. The iab was replaced to continue therapy. There was no reported injury to the patient.